Event description:
It was reported that this right ventricular (rv) lead was surgically explanted because the lead had been damaged by a suture sleeve that was secured too tightly and by the sharp angle at which the lead had been placed within the pocket during the initial implant. This rv lead was replaced. No additional adverse patient effects were reported.